Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was noted that the atrial lead exhibited far r wave oversensing. No intervention was performed and the patient was in stable condition.